Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 500 ml eva tpn bag leaked near the injection port prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 03, 2023 and november 06, 2023. H11: the actual device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak at the administration port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during manufacturing causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.